Event description:
During servicing of the device, the field service engineer (fse), noted the heartstart mrx unexpectedly shutdown and would not turn back on.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.